Event description:
It was reported that the patient presented remotely via merlin.net. The transmission showed that the right ventricular (rv) lead exhibited noise oversensing, which resulted in high ventricular rate episodes. No intervention was performed. The rv lead will be further monitored. There were no adverse patient consequences.